Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) event summary: it was reported that the ncb plate was implanted on (B)(6) 2014 and removed on (B)(6) 2016 due to a plate breakage. Review of received data: in total 8 x-ray pictures were received (2 x-rays dated (B)(6) 2015, 2 x-rays dated (B)(6) 2015 and 4 x-rays dated (B)(6) 2015). No x-rays were provided prior to the plate fixation. There are also no x-rays provided right after the plate fixation. X-rays (B)(6) 2015: 2 x-rays are available (1 x-ray ap view and 1 x-ray lateral view). Both x-rays show an implanted ncb distal femur plate implanted with several screws. These x-rays were done approx. 4 months after the implantation. As no x-rays were sent prior to this date no comparison can be made of the bone healing process. X-rays (B)(6) 2015: 2 x-rays are available (1 x-ray ap view and 1 x-ray lateral view). The x-rays done after 2 months of the x-rays provided (B)(6) 2015 show a small bone healing. X-rays (B)(6) 2015: 4 x-rays are available (2 x-ray ap view and 2 x-ray lateral view). On the received x-rays it can be seen that the plate was already broken on that day (removal of the plate was done on (B)(6) 2016). As the bone fracture did not heal after 1 year, this can be considered as a non-union. The discharge summary of implantation and revision of the ncb plate was received. Implantation of the ncb plate: diagnosis: closed comminuted and displaced fracture of the distal epiphyseal plate of the left femur; closed fracture of the left superior pubic ramus; closed fractures of the sacral arches; closed fractures of the left 6th and 7th ribs; closed fracture of the right lateral malleolus. The patient had an injury as a pedestrian in a rta (road traffic accident) on (B)(6) 2014. He was in a very bad condition as he was taken to the hospital by ambulance. On (B)(6) 2014, the patient underwent a plate fixation of the left femur (osteosynthesis) with a ncb plate. In addition the patient had a plate fixation of the right lateral malleolus, fixation of the distal tibiofibular syndesmosis with a screw and an internal screw/pin. It is unknown which components were used to treat the other complications. According to this report the x-rays done right after the implantation shows a correct positioning of the bone fragments. These x-rays have not been sent for evaluation. No statement can be done. Removal of the ncb plate: diagnosis: non-union of the lower third of the left femur; ncb plate breakage. The summary report describes that there was a non-union of the bone. The broken ncb plate was removed on (B)(6) 2016 and replaced with a retrograde nail and bone plate. No detailed information was provided about the used devices. No other relevant information can be gathered from the summary report. Three pictures of the broken plate were received. On the pictures it can be seen that the plate was broken through the ninth hole seen from proximal. No further statement can be done. The device was request by the manufactured for investigation at the complaint, however no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using sap rmw # 320027, rev 3: breakage of implant due to movement between implants leads to notching / fretting: possible, as the device was not returned, no product investigation could be performed. Therefore, this point cannot be excluded; breakage of implant due to inadequate implant design &material (fatigue strength - lifetime of the device) not possible: a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process; libreakage of implant due to chemical / galvanic / crevice corrosion of material: possible, as the device was not returned, no product investigation could be performed. Therefore, this point cannot be excluded; breakage of implant due to wrong interpretation of in situ device position and/or dimension not possible: according to the provided x-rays no issue found with device position; breakage of implant due to wrong interpretation of x-ray template for dimensions not possible: according to the provided x-rays no issue found with device position; breakage of implant due to user perform inadequate force to the plate: possible, as the device was not returned, no product investigation could be performed. Therefore, this point cannot be excluded; breakage of implant due to user define incorrect placement of the spacers and plate not possible: the use of spacers could not be confirmed. The use of spacers is optional; breakage of the implant due to user performs inadequate forces to the plate; possible, as the device was not returned, no product investigation could be performed. Therefore, this point cannot be excluded; breakage of the plate, migration of the screw due to user choose a wrong angular direction for the screw not possible: no issue can be detected on the x-rays; breakage of the implant due to wrong/ incomplete information about limitation and postoperative restriction not possible: in the received summary reports, the restrictions are given to the patient; linbreakage of the implant due to patient do not follow the postoperative protocol: possible, it is unknown if the patient did follow the postoperative protocol; breakage of the implant due to patient do not follow the postoperative protocol: possible, it is unknown if the patient did follow the postoperative protocol; conclusion summary: the patient a (B)(6) male had an injury as a pedestrian in a rta (road traffic accident) on (B)(6) 2014. He was in a very bad condition as he was taken to the hospital by ambulance. On (B)(6) 2014, the patient underwent a plate fixation of the left femur (osteosynthesis) with a ncb plate. He also had some other complications. The ncb distal femur plate implanted on (B)(6) 2014 was broken after 13 months. The removal of the broken plate was done seven months later on (B)(6) 2016. It is unknown why the removal of the ncb distal femur plate was done seven months later. A fracture in this region should be united within 4-6 months. A breakage after 13 months is therefore an evidence for a fracture due to overload and/or compromised bone healing (non-union). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Ncb df platte li 9loch 246mm unsteril; ref# 02.03260.109) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a ncb, df plate, left, 9 holes, 246 mm on (B)(6) 2014 on the left side. On the x-ray dated (B)(6) 2015 the plate was already broken. The patient underwent a revision surgery on (B)(6) 2016 due to breakage of the device.